Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10, h11. Corrected fields:e2, e3. Getinge field service engineer (fse) verified helium leak within the console. Replaced internal tank assembly due to an external impact. Replaced tank knob (d366-00-0092) and console cover (d441-00-0194) due to physical damage & the daughter battery board due to expiration. Performed all functional tests and checklists. Performed new calibration of all transducers. All tests pass and are within manufacturer's specifications .unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. No patient involvement. The equipment was cleared for customer use.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.